Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices were not returned for evaluation. The clinical/medical investigation concluded that, the clinical study documents were reviewed. However, it did not provide any clinical insight into the reported issue of intermittent achiness of the left knee at night that started approximately five years post total knee arthroplasty. Therefore, there were no clinical factors identified which would have contributed to the reported event. Reportedly, the patient uses a wool wrap to treat the pain. The patient impact includes the pain, use of wool wrap. Future impact cannot be determined since the adverse event is unresolved and ongoing. No further clinical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral head, a review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data. For the base plate and insert, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed devices. For the patella, a review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or, patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Results of investigation: given the nature of the alleged incident, the devices were not returned for evaluation. The clinical/medical investigation concluded that, the clinical study documents were reviewed. However, it did not provide any clinical insight into the reported issue of intermittent achiness of the left knee at night that started approximately five years post total knee arthroplasty. Therefore, there were no clinical factors identified which would have contributed to the reported event. Reportedly, the patient uses a wool wrap to treat the pain. The patient impact includes the pain, use of wool wrap. Future impact cannot be determined since the adverse event is unresolved and ongoing. No further clinical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral component, a review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data. For the base plate and insert, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed devices. For the patella, a review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or, patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
Study: new journey ii cr study ID: (B)(6) subject: (B)(6) ae: 8. It was reported that, after a tka surgery performed on (B)(6) 2016, the patient started experiencing, on (B)(6) 2021, an intermittent achiness of the left knee at night; these events have been reported to be of mild severity. It is unknown if the patient has been given any treatments, interventions or medications to treat this adverse event. The patient's conditions have been reported as unresolved.

Manufacturer narrative:
Internal complaint reference: (B)(4).